Event description:
It was reported that a patient who had "brain paralysis" underwent a spinal procedure, using posterior fixation. Approximately two weeks after the patient took off the halo vest, it was found that a rod was broken. There is no revision surgery planned at this time.

Manufacturer narrative:
Device still remains implanted. Product return is not possible at this time. Unable to determine the cause of the event.